Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had placed a impella cp pump to support a patient admitted in with multiple cardiac comorbidities and suffering from acute myocardial infarction and cardiogenic shock. The patient had been supported by an intra-aortic balloon pump (iabp) on the right side prior to the impella cp. The impella cp was inserted and positioned in left ventricle successfully. There was difficulty removed iabp ultimately ending with applying femstop. It was noted that iabp explant took approx 20 minutes. Shortly after femstop was applied, it was noted that impella was encountering more frequent suction. Impella position under fluro was noted to be unchanged however support decreased to the point where impella was able to achieve flows higher than p3. Echocardiogram (echo)was requested by local support to assess right ventricle (rv) function. Pressure was noted to be dropping. The doctor initially wanted to transfer patient back to intensive care unit however patient coded before transfer could be done. Echo arrived and limited study was performed. Rv showed little to no function at time of study. Return of spontaneous circulation was achieved and the doctor opted to transfer patient to cardiovascular intensive care unit (ICU). Upon arrival to ICU, automated impella controller waveforms indicated device in aorta. Impella access was inspected by local support showing impella sterile sleeve had become disconnected and device appeared to have been pulled back. Patient¿s pressure dropped and patient ultimately coded again. Echo arrived and limited study again performed showing device no longer across atrioventricular (av). The doctor attempted to recross av but was not successful. Patient continued to be coded however, despite aggressive efforts the patient expired. The relationship between the impella and cause of death is unknown.